Event description:
It was reported that the patient presented for an MRI scan. Prior to the scan it was noticed that the right ventricular lead was no longer capturing. The MRI was canceled, and an x-ray was performed. It was discovered that the lead had dislodged. During the lead revision it was attempted to reposition however, the helix would not reextend. After several attempts it was decided to replace the lead. The lead was explanted and replaced. There were no patient consequences.